Event description:
It was reported that this brady device exhibited pacing inhibition on the right ventricular channel. Technical services requested for the full data of the electrogram (egm) in order to provide their assessment. At this time, no changes have been performed. This device remains in service. No adverse patient effects were reported. Requests were performed regarding the model/serial number of the device, however, at this time, no additional information is available.

Event description:
It was reported that this brady device exhibited pacing inhibition on the right ventricular channel. Technical services requested for the full data of the electrogram (egm) in order to provide their assessment. At this time, no changes have been performed. This device remains in service. No adverse patient effects were reported. Requests were performed regarding the model/serial number of the device, however, at this time, no additional information is available.

Manufacturer narrative:
Additional information was added to the following fields: h6: impact codes.